Manufacturer narrative:
Result: power cord was cut.

Event description:
It was reported by service report that the bed had no power as the power cord was cut. No pt involvement or adverse consequences were reported.